Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Ndc61953-0014-1. Was the application by spraying or by dripping? N/a never got to that point. Was the tip properly connected? N/a never got to that point. If the tip used is laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? N/a never got to that point. How many times was the tip changed? N/a never was changed. Any leakage has been detected? N/a never got to that point. If yes, which part of the device (specifically) was the product leaking out? N/a never got there. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic sleeve gastrectomy procedure on (B)(6) 2020 and fibrin sealant preparation device was used. While trying to remove the open tip the locks would not loosen. A similar device was used to complete the case with no patient consequences. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 7/22/2020 additional information was requested and the following was obtained: there is no additional information regarding the lot number.